Manufacturer narrative:
A ge service rep performed an onsite investigation. The connection to the aspect box was tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left live monitor would not display fluoroscopic x-rays and the screen was black. No pt injury was reported.